Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate high-voltage therapy due to p-wave oversensing (pwos) and noise on the extravascular (ev) lead despite prior reprogramming, and undersensing was noted on stored electrograms (egm) post-detection. Additional programming options were provided, however the patient did not wish to be seen and only wanted alert tones turned off. It was later reported that due to additional oversensing of noise while the patient was at the gym, an inappropriate shock was delivered which induced ventricular fibrillation (vf). Two additional high-voltage shocks were delivered which were unsuccessful at terminating the rhythm, and subsequent undersensing was observed which allowed the rhythm to be device-classified as terminated while the rhythm continued without additional therapy. The patient was diagnosed with a noxious brain injury and was intubated and hospitalized. Life support was withdrawn at the request of the patient's representatives, and the patient ultimately passed away.